Event description:
The patient reported tingling in the left arm that goes to the middle of the wrist. This sensation comes and goes and is not painful. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.